Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after feeling a device vibratory alert. Upon interrogation of the implantable cardioverter defibrillator noted that the alert was triggered for capacitor charge time reached on (B)(6) 2018. The device was explanted and replaced on (B)(6) 2018. The patient tolerated the procedure well with no known complications.